Manufacturer narrative:
The bench tech evaluated the device at the repair facility. It was determined that this was a malfunction of the processor printed circuit assembly (pca) the replacement for which was ordered. The device log was evaluated by the product support engineer who concluded the following: the device showed a series of error messages pointing to defective system on module (som) pca and processor pca. Replacing processor pca may solve the problem since a new som pca is pre-assembled on processor pca spare part. The customer requested the device to be returned unrepaired. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the processor pca. The reported problem was confirmed. The unit was returned unrepaired per customer's request.

Event description:
Philips received a complaint on the defibrillator indicating that the device fails opcheck. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.